Event description:
As reported by the user facility (translation of user facility info by (B)(4) sales organization in (B)(4)): after 48 hours, the infusion pump contained about half of the initial volume. This incident occurred in +/- 7 different infusors.

Manufacturer narrative:
(B)(4). We received one used, half-filled (contaminated with cytostatic agent), easypump ii lt 100-50-s without packaging and four samples in original packaging. The samples were taken to a visual examination. At the four samples in original packaging damages were not detected, but a further investigation was not carried out with these samples. At the used samples, the tubes are intensively tangled. After untangling the big knot in the infusion line we detected another 4 knots in the tubes (2 knots in the triangle tube and 2 knots in the microbore tube). With regard to the risk of contamination with the cytostatic drug these knots were not unknotted. Therefore, it was not possible to carry out a functional test respectively to measure the flow rate of this complaint sample. Further findings of the visual examination (used sample): in as-received condition the white clamp was missing. The original wing cap was not assigned by the customer. Instead of this a hypodermic needle of a competitor was assembled onto the pt connector. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). Further on we did not detect air inside the triangle tube but an air bubble inside the flow restrictor. Furthermore, we detected residues of fluid inside the lla-cone of the pt connector. In addition, the filling port (lli-cone) was taken to a leak test. A leakage was not detected. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.